Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 05/05/2016 to 11/09/2016 and no significant trend was observed. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media remaining in the vial to confirm the presence or absence of growth. The bi was disassembled. A single tyvek® liner and single spore disc were present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. The edges of the ci disc showed a bare silver metal raw material which likely indicates media from a burst ampoule was present on the disc edges during sterrad processing and reacted with the sterilant. If media escapes the ampoule during the cycle it presents a barrier to the sterilant which does not penetrate liquids and may result in a suspected positive bi. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. The assignable cause of the suspect positive bi was due to use error incubating a broken ampoule after processing. The customer confirmed the ampoule was intact before sterrad processing so the burst ampoule and dried vial issue is due to physical damage of unknown origin. A letter will be sent to educate the customer regarding the user error. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bis were negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.